Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: difficulty with putting the trocar into the patient and pushing through the abdominal wall. Patient is fine. No tissue damage.